Event description:
It was reported that before an unk procedure, error code 3. Another device was used to complete the procedure. There were no adverse consequences for the pt. One device will be returning. No further info is available.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets designed specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.